Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (I and ii) using a galileo neo instrument which resulted in an acute hemolytic transfusion reaction.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test wells on (B)(4) 2014. The immucor laboratory was unable to test retention product because the lea antigen is not a specification to be confirmed for final product release. The immucor laboratory did however test returned customer blood samples on (B)(4) 2014, (B)(4) 2014 and (B)(4) 2014, and the customer unexpected negative results were duplicated by capture testing on galileo neo. Additionally, the expected customer positive results by tube testing were also duplicated as positive. An immucor field service engineer visited the customer site on (B)(4) 2014 and found the instrument to be operating as expected.